Event description:
During a robotic sleeve gastrectomy, the da vinci 60 stapler wrist started moving erratically while in the patient. The stapler was removed and a new stapler was used for the remainder of the case. There was no harm to the patient. The device was sent to biomed for evaluation.